Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. (B)(4).

Event description:
It has been reported that the device was used to perform a biopsy. According to the information received from the device itself during the surgery, the procedure went well and no issue was noticed. The biopsy needle was supposed to collect tumor cells. However, the lab confirmed negative results even if the rmi was confirming the correct positioning of the biopsy needle. A request was made by the surgeon to understand what happened.